Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4):the complaint was confirmed and the cause was determined to be use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4). The label review found the labeling adequate for the use error in this complaint.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240 (air in line), this system error occurred during drain 5 of 5. The home patient disconnected and then reconnected. The technical service representative (tsr) assisted the home patient (hp) to recycle power the alarm cleared and the tsr explained the alarm. The hp would discard supplies and finish with manual supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2011. The nurse stated she was not aware of the event and she had seen the patient since the event and the patient is doing fine with therapy. No patient injury or medical intervention was reported.